Event description:
Hill-rom received a report from the account stating that the foot of the bed will raise unintentional (self-run). The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the head frame is bent so when you lower the head flat it actually goes down too far and has cut the hi-lo column cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on this bed. No further info is available on the repair of the bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.